Event description:
It was reported that during a subacromial decompression procedure using the ambient super multivac 50 ifs, the tip of the wand fell off. The tip was retrieved and the procedure was completed without further delay or patient complications.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no patient information was available.